Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer blood glucose level was 46 mg/dl. Customer current blood glucose level was 120 mg/dl. The customer was treated with food. Customer stated that the insulin pump had software error. Customer stated they were able to successfully clear the alarm and were able to complete rewind. Customer stated that insulin pump did passed the self test. Customer declined troubleshooting for low blood glucose. Customer stated they cannot turned on auto mode. The device will not be returned for analysis.